Event description:
It was reported by the customer that bd pyxis¿ anesthesia station es was in disconnected mode. The customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jun-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was in disconnect mode. A technical support specialist worked on anes-gi1 and verified that transactions matched between the station and the server. Identified a station purge error with the mentioned log entry, backed up the database. Performed a full synchronization on the station, which cleared the error. Rebooted the station and confirmed that the med application was running properly. The system functioned as intended after the technical support specialist troubleshooted the device.